Event description:
The patient reported that she inserted new freshlook colorblends uv contact lenses in her eyes on (B)(6) 2010. The left lens was irritating, the eye became red, and the irritation did not resolve. Ten days later, she visited her eyecare professional. She did not wear lenses between removal on (B)(6) 2010 and the eyecare visit on (B)(6) 2010. The patient reported being diagnosed with an infection and was prescribed gatifloxacin antibiotic drops every hour and fluorometholone steroid drops twice a day. Additional information received on (B)(6) 2010 from the patient indicated that she was blind in one eye and lost 60% of her sight. The condition was not improving and she was taking additional medications. Additional information received on (B)(6) 2010 from the eyecare professional confirmed the left eye was inflamed, no ulcer present, and the patient was experiencing decreased vision, although she was not wearing any vision correction. The patient was diagnosed with diffused keratitis. She started treatment with zymmar for inflammation and then it was discontinued to start a steroid for 1 week. The patient is improving slowly and the eyecare professional does not anticipate any permanent vision loss. The eyecare professional indicated the patient's hygiene is very poor and she wears the lenses as extended wear. According to the eyecare professional, the patient is non-compliant and it is unknown how often the patient removes the contact lenses from her eyes. Additional information received on (B)(6) 2010 from the patient indicated the eye is no longer swollen, but still red and having vision issues with the left eye, however, no vision correction is being used. She continues to use the prescribed medications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).